Event description:
It was reported that the patient experienced a shocking or jolting sensation from an implantable neuro stimulator (ins). The patient was admitted to the hospital (B)(6) 2012 with an inflamed lung and bladder infection unrelated to the ins system. The patient 'has had device off since then because they were doing an x-ray.' She was released from the hospital 7 days later. It was not clear whether the ins had been turned back on prior to release. The first occurrence of shocking or jolting sensation was while lying in bed 3 days after release from the hospital. The patient felt 8 shocks 'in a row.' The next night she felt 5 shocks while sitting in a wheelchair and leaning forward. Shocking sensation was reported to be in the back side and lower back, close to the buttocks. It was reported that 'this came out of the blue' and she had never experienced this before. The patient contacted her health care professional (hcp) and the hcp advised the patient to turn off the device and contact the device manufacturer for assistance. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that years ago the patient did would increase the stimulation to the highest amplitude and at the time they didn¿t know what was happening when they did that. The patient ended up shocking themself a few times because they had increased the amplitude too much. The patient didn¿t know that it was the device doing that and they did decrease stimulation when that happened. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported there was a shocking and jolting sensation. Approximately two months prior after the patient had increased sti mulation patient reported getting shocked 5-7 times during the night. The patient changed the program and reported getting shocked 4 times the next night. Information was requested on ultrasound and it was noted the patient had been concerned because the implantable neuorstimulator (ins) was in their abdomen.

Event description:
Additional information received reported that the patient still had concerns about her device or therapy, and they were working with their doctor or medtronic representative. The patient had an appointment scheduled in february of 2013. It was noted that the patient was having "residual urine". It was stated that the patient "could not tolerate the intense setting to attempt this". It was not clear what that "attempt this" meant. It was also noted that the patient was taking medication to "keep bacterial growth down". No further information was provided.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3093-41, lot# v821663, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).